Event description:
Subsequent to the initial medwatch report filed, the absolute pro (lot # 1111661) was returned; however, the stent was not deployed as reported. The stent was stationary under the sheath and the sheath was not retracted. The account confirmed that the correct device was received; however, the account could not remember how the shaft was blocked. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional absolute pro referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery. Pre-dilatation was performed and the 6.0/60 mm absolute pro stent system was advanced to the lesion. The thumbwheel was rotated and the protective sheath was retracted; however, the stent did not completely deploy. The introducer sheath was used to deploy the stent from the delivery catheter into the external iliac artery. There was no resistance noted during advancement; however, it was reported that the lock was blocked. The stent was not deployed in the target lesion, but was deployed in another lesion that was planned to be treated. A new 6.0/60 mm absolute pro stent system was advanced and the thumbwheel was rotated, but the stent did not completely deploy. The stent was successfully retrieved with the introducer and removed from the anatomy. A new stent was used to treat the target lesion. The patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deploying the stent were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.